Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the customer returned two hawkone units inside separate clear biohazard pouches. The cutter drivers or other ancillary devices were not included. The hawkone was inspected. It was discovered a portion of the distal assembly housing was fractured off. A radial fracture was discovered at the proximal edge of where the laser drilled coils segment initiates, distal to the anchor pockets. The cutter was located retracted back into the cutter window. No damages to the cutter were noted. The fracture face of the housing was ductile in nature. No other damages or anomalies were observed. It should be noted the distal segment of the housing was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone device during treatment of a calcified lesion in the patient¿s mid right superficial femoral artery (sfa). Severe vessel calcification is reported . IFU was followed. It is reported that the blade part was separated in a row after using the flushing tool. This issue occurred outside of the patient. The cutter was inside the housing during device removal from the patient. The device was safely removed from the patient. There was no vessel damage noted. A second hawkone device was opened and the same issue occurred. The physician then completed the procedure using a drug coated balloon. No patient injury reported.